Event description:
One month after lasik surgery the pt was noted to have elevated introcular pressure. The patient's best corrected visual acuity decreased from 20/15 preoperatively to 20/30 postoperatively. The pt was treated with medications to address the increased iop. Additional info has been requested. The association between this event and the laser is unknown at this time.